Event description:
Customer reported via phone call to have been hospitalized on (B)(6), 2015 with blood glucose of 23 mg/dl. Customer reported of having gastroparesis. Customer does not know what caused low blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).